Event description:
N/a

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10. The mayfield ultra base unit (a2101) was returned for evaluation. Failure analysis - evaluation of the device showed that the base handle was closed without the 6-inch transitional installed, deforming the opening which needed to be resized. The unit was calibrated and set to proper pressure to pass inspection. Left bracket set to move smoothly. New 6-inch transitional is included every time with preventative maintenance. Handle opening resized, unit calibrated, added new transitional, general maintenance and cleaning performed. Root cause - the reported complaint was confirmed. Unit damaged due to misuse as the base handle had been closed without the 6-inch transitional installed, deforming the opening. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the latch on mayfield ultra base unit (a2101) was not closing properly. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.